Manufacturer narrative:
(B)(4). The customer did not provide any patient demographics such as age, weight, sex, or date of birth. Conclusion: the unit was serviced by a carefusion certified 3rd party technician. The service technician replaced the power board to correct the reported issue, and returned the defected unit to carefusion for evaluation. Any additional information will be provided in a follow up medwatch form.

Event description:
The customer reported that the unit was not charging properly. The customer attempted to try a second battery, and it still did not charge properly. The customer also reported that there was patient involvement, but no patient harm.